Event description:
The facility's unit manager reported that "pump went into system failure and stopped infusing". The reported failure occurred during patient use. The failure type was not provided. Despite baxter's efforts to obtain additional information from the unit manager, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.